Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was unable to reproduced during evaluation due to an unrelated issue. Upstream occlusion alarms were verified through a review of the event history log; however, it cannot be determined if the alarms are true or false. Evaluation found that the ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. The device was received, and an evaluation is complete. During testing an system error 345 was observed upon power up. The cause was identified to be a failed upstream thermistor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion. There was no patient involvement. During evaluation of a returned spectrum infusion pump device it experienced a system error 345 (thermistor disparity). No additional information is available.